Manufacturer narrative:
The emitter was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned emitter was connected to a test system for a duration of five hours and tracking remained consistent throughout. One port had a piece of debris in it, but it didn't affect functionality. Was able to remove the debris in order to prevent potential future issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: the axiem was returned to the manufacture for evaluation and is under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was showing localizer not connected. The manufacturer representative was unable to recreate the issue. They rebooted the system 6 different times and the system behaved as intended. No patient was present at the time of the event. Update from the manufacturer representative stating that in the ¿setup equipment screen¿ all pictures and instructions were blank. No graphics, no verbiage, nothing but blank fields. The site turned off and rebooted system. All was well going forward.